Event description:
A (B)(6) female pt contacted zoll customer support to report that the charger/modem would not recognize the battery pack. The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (does not recognize batteries / power off) was confirmed. As received, the charger was unable to charger a battery pack. Upon evaluation, the u13 8-bit cmos flash micro-controller and the y1 component were shorted. The cause of the inability to charger the batteries is the shorted u13 and y1 components. The root cause of the shorted components cannot be positively identified. No adverse event resulted form the shorted components. The pt received a replacement charger/modem.